Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment and delay to treatment/therapy appear to be related to the operational context of the procedure. The reported patient effect(s) of perforation of the vessel is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequently, after the initial was filed it was noted to that the procedure was to treat the left anterior descending artery. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily calcified unspecified lesion. Atherectomy was performed with a diamondback. An unspecified xience skypoint stent was implanted; however, a perforation was observed. The perforation was treated with an unknown covered stent. There was no adverse patient sequela; however, clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.